Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the backflow of blood was not observed from the drip hole at the timing when the assembly was inserted into the artery. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). It is unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip was returned for product evaluation. The hemostasis sheath was returned mated with the arteriotomy locator. One unknown hemostasis sheath was returned as well. No other accessory components were returned. Visual inspection revealed that the locator was found to be mated with the hemostasis sheath. It was noticed that the locator was properly snapped on the sheath hub. The mated hemosheath and arteriotomy locator was examined under a microscope and the alignment of the blood inlet holes were checked and dried blood-like substance was observed within the blood inlet holes of the sheath/locator assembly. There was no anomaly observed on the locator drip hole. There were no outward signs of damage or deformation noted with the hemosheath/locator assembly. There were no anomalies noted with returned unknown hemostasis sheath as well. No other visual anomalies were noted. For further evaluation, the locator/sheath assembly was attempted to be flushed with water and it was noticed that the cause of the blockage was dried blood like substance inside the locator. The assembly was again flushed, and normal water flow was confirmed from the drip hole of the locator. Dimensional testing was performed. The inner diameter of the drip hole on the arteriotomy locator was measured to be 0.022" which was within the specification of 0.022" +/-0.003". The inner diameter of the blood inlet holes on the arteriotomy locator measured 0.056" which was within the specification of 0.056" +/-0.002". The inner diameter of blood inlet holes of the hemostasis sheath was measured to be 0.040" which was within the specification of 0.038" +0.004/-0.002". All measurements were found to be within the manufacturer's specifications. Based on the returned device, the complaint could be confirmed for blood return issue as an obstruction of dried blood-like substance was present within the blood inlet holes of the arteriotomy locator. The obstruction was noted during testing and could not have happened during use. The likely cause of the event is due to the locator not actually being within the artery, blocking of the blood inlet holes or the holes were not aligned leading no flow. Dimensional and functional analysis was performed on the relevant components and no anomalies were found. In absence of any dimensional, functional and manufacturing anomaly, no definitive conclusion can be drawn as to the cause of no back flow of blood from the locator as alleged. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.